Manufacturer narrative:
The graft was removed in part, with some adhered sections remaining in the patient. The removed sections were not available to gore for analysis, as they were discarded.

Event description:
The following publication was reviewed: "a case of stent graft treatment for refractory perigraft seroma after abdominal aortic vascular replacement" during an examination after surgery for esophageal cancer, an infrarenal abdominal aortic aneurysm was confirmed. Therefore, on an unknown date, open surgery for abdominal aortic replacement was performed using gore-tex® vascular graft (18 x 9 mm). 1 month after the operation, follow-up CT revealed a 70 x 45 mm fluid accumulation around the graft. Perigraft seroma (pgs) was suspected as there was no signs of infection like fever or increased inflammatory response, and the patient was monitored. However, 1 year after the surgery, the pgs enlarged to 90 x 65 mm, and the patient was repeatedly hospitalized for ileus symptoms. It was decided to explant the pgs by laparotomy. The stomach was reopened, and a jelly-like substance was found around the graft. The substance was removed. No blood exudation from the graft was observed. Part of the graft outside the pgs was firmly adhered to the surrounding area, so complete graft removal was not attempted. The graft was removed as much as possible in its proximal and distal portion, and polyester knitted graft (interguard knit-ted grafts) were anastomosed. The removed specimen was diagnosed as fibrin in a pathological diagnosis which was consistent with pgs. 14 days after the reoperation, a postoperative CT showed a 35 mm fluid accumulation around the polyester knitted graft. Although recurrence of pgs was suspected, the physician thought it may be fluid retention in the free space due to operative invasion, and the patient was monitored. Fluid retention was increasing without signs of infection, and pgs recurrence was suspected. The fluid mass enlarged to 45 mm 2 months after the reoperation. It enlarged to 87 mm with ileus symptoms at 6 months after the reoperation. It was judged that a third graft replacement would be difficult to accomplish for this patient, and endovascular abdominal repair (evar) was selected. As the pgs was presumed to be of high viscosity, as was the previous time, puncture aspiration was not considered as treatment option. Also, the intestinal adhesions were advanced due to multiple laparotomy and laparoscopic surgeries. Therefore, it was decided to remove the pgs as much as possible by small laparotomy prior to evar. Midline incision in the lower abdomen was done. Severe adhesions between the intestine and retroperitoneum were observed, and separated. The retroperitoneum was exposed and incised, and a jelly-like substance similar to the previous operative findings was found around the polyester knitted graft. The substance was removed as much as possible and the incision was closed. Evar was performed at a later date as planned. The right hypogastric artery was coil embolized, and a gore® excluder® aaa endoprosthesis was deployed. Its ipsilateral leg intentionally covered the right hypogastric artery and the distal anastomosis of the gore-tex® vascular graft. Its contralateral leg also covered the other distal anastomosis of the graft, and the leg was landed in the distal portion of the left common iliac artery. The procedure was completed with no issues. The patient discharged 2 weeks after the evar. A CT performed 4 months after the evar showed no psg recurrence around the graft. The patient expired 5 months after the evar due to pneumonia.